Manufacturer narrative:
Follow-up #1 date of submission 08/12/2014 -product analysis: the pump was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be confirmed or duplicated with investigation. Review of the black box revealed no evidence of a shortened battery life issue. A battery compartment crack was discovered. The pump¿s electric current draws were found to be within specification. There was no evidence of damage or defect to the pump¿s internal components. The animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.